Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited errors: "without reservoir" and clamp tubing, stopping infusion of the drug 12 hours before the scheduled time. No adverse effects were reported.